Manufacturer narrative:
H11: corrected data: corrected section h6.

Manufacturer narrative:
(B)(4). Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. Attempts have been made to obtain product for evaluation. No device was returned as it was likely discarded per the customer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 25mm 3300tfx aortic valve was explanted after an implant duration of one (1) year, two (2) months due to severe aortic insufficiency and to repair an aortic root aneurysm with chronic type a dissection. The explanted valve was replaced with a 23mm 11060a valved-conduit. Per the medical records, preoperative tee demonstrated a normal functioning aortic prosthesis. There was an aortic root aneurysm with dissection. There was no evidence of infection. The previous aortic valve prosthesis was excised and replaced with a 23mm 11060a valved-conduit. Postoperative tee demonstrated a normal functioning aortic root prosthesis. The patient was weaned from cardiopulmonary bypass. Hemostasis was achieved. There were no complications noted. The patient was transferred to the ICU post procedure. The patient was discharged on pod #5 in good condition.